Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of perforation is listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) as a known patient effect. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported unexpected medical intervention appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect of perforation and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left circumflex (mcx or mlcx). A non-abbott stent was unable to cross the lesion; therefore, a non-abbott guide extension was used; however, it was not able to cross the lesion again. A trek balloon balloon was used; however, a rupture occurred. Another stent did not cross and the, a perforation was noted and a 2.80x16mm graftmaster was used to seal the perforation. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the catalogue number was not provided.